Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, the purge disc retainer was confirmed to be broken (broken blue disc retainer). The cause of the purge disc flag issues was due to a broken retainer. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the aic had a broken purge disc. Actions taken are unknown. No patient harm was reported.